Event description:
An elderly female had an uncomplicated total hip replacement for osteoarthritis in her right hip. The patient states that she had discomfort and pain from the very begining. The patient was admitted for a right hip arthroplasty because of aseptic loosening of the acetabular component of a right metal-on-metal durom articulation.====================== manufacturer response for hip replacement, metasul durom acetabular component======================20 of these hips were implanted at our facility. The patients with complaints of continuing pain are opting for surgical revisions.